Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), back pain ("low back pain"), menorrhagia ("excessive and frequent menstruation with regular cycles") and polymenorrhoea ("excessive and frequent menstruation with regular cycles"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy, bilat. Salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, back pain, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered back pain, menorrhagia, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a laparoscopic supracervical hysterectomy, laparoscopic bilateral salpingectomy, laparoscopic uterosacral ligament colposuspension, laparoscopic enterolysis, and essure removal. Surgery was much more severe than what would have been required of a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvic area pain (constant, severe)"), menorrhagia ("excessive and frequent menstruation with regular cycles / essure worsened") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (date of birth: (B)(6) 2013), endometriosis, pelvic tumor in 2009, neck pain, lymphoma, neck pain, back surgery (in (B)(6) 2010 neuro back surgery) in (B)(6) 2012, endometrial hyperplasia on (B)(6) 2014 and migraine on (B)(6) 2014. Concurrent conditions included overweight, anemia, anxiety, degenerative joint disease, heart murmur, menstrual disorder since (B)(6) 2014, headache since (B)(6) 2014, drug hypersensitivity, vulvovaginal candida since (B)(6) 2014, abdominal distension since (B)(6) 2015, retention of urine (in (B)(6) 2016,incomplete emptying of bladder) since (B)(6) 2015, nocturia since (B)(6) -2015, mood swings since (B)(6) 2015, anger since (B)(6) 2015, premenstrual dysphoric disorder since (B)(6) 2016, walking difficulty since (B)(6) 2014 and penicillin allergy. Family history included congestive heart failure on (B)(6) 2014, malignant neoplasm of ovary, malignant neoplasm of stomach (mother) and lung neoplasm malignant (maternal grandfather). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2014 for birth control as well as alprazolam, alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril) from 2013 to 2016, doxycycline from september 2014 to november 2014, medroxyprogesterone, misoprostol, morniflumate (flomax (morniflumate)) since october 2015 to 2016, oxycocet (percocet) since (B)(6) 2014, tramadol since 2009 and vicodin since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysuria ("bladder or urinary problems or changes (dysuria)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fluid retention ("complications during essure removal (fluid seen on ultrasound)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), complication of device removal ("complications during essure removal (fluid seen on ultrasound)"), abdominal pain lower ("lower abdomen (constant severe)"), polymenorrhoea ("excessive and frequent menstruation with regular cycles") and back pain ("low back pain / lower back pain (constant severe)"). The patient was treated with metronidazole (flagyl), ibuprofen, surgery (supracervical hysterectomy,bilateral salpingectomy,uterosacral ligament colposuspension,enterolysis) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, complication of device removal, abdominal pain lower, vaginal discharge, polymenorrhoea, dysmenorrhoea, back pain, fluid retention and dysuria outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, dyspareunia, dysuria, fluid retention, menorrhagia, pelvic pain, polymenorrhoea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgery was much more severe than what would have been required of a tubal ligation. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: showed coils in correct place on (B)(6) 2014, she had ultrasound done which showed 9.5 x 6.3 x 4.2 cm uterus, 4mm ee; essure coils seen and in place. Endometrium with small amount of fluid along with some amount of fluid along with some low level echoes, possibly very small amounts of endometrial tissue remaining post ablation, results for post ablation, simple 1.8 cm right ovarian cyst. She had presented with urodynamic and follow up of recent CT abdomen/pelvis results. In (B)(6) 2015,noted a right ovarian cyst, ultrasound revealed from (B)(6) 2015 noted thin endometrium, with essure coils noted in the proximal fallopian tubes, normal ovaries bilaterally and approximately free fluid in the right adnexa. On (B)(6) 2016,her surgical pathology report was received in formalin labeled "right fallopian tube" is a segment of fimbriated fallopian tube measuring 6 x 0.6 cm. The tube shows paratubal cysts measuring up to 0.1 cm in greatest dimension. The cysts are thin and smooth-walled and contain white cloudy fluid. The tube shows an otherwise tan-pink smooth serosa and a patent lumen. Representative sections to include the entire fimbriae are submitted. Received in formalin labeled "left fallopian tube" is a segment of fimbriated fallopian tube measuring 7 x 0.5 cm. The tube is remarkable for a pedunculated paratubal cyst measuring 0.9 cm in greatest dimension. The cyst shows a thin, smooth wall and contains clear serous fluid. The tube shows an otherwise tan-pink smooth serosa and a focally probe patent lumen. Representative sections to include the entire fimbriae are submitted. Received in formalin labeled "uterus" is a 33 g aggregate of tan-pink morcellated uterine tissue measuring 10 x 10 x 3 cm. The serosa appears tan/pink and smooth. No cervical stroma is identified. A scant amount of possible endometrial yellow-tan lining is identified measuring less than 0.1 cm in greatest dimension. The myometrium is tan-pink and soft. No myomatous nodules are identified. Bilateral cornua are identified with metallic coils consistent with essure coils located within each. The coils aggregate 3 x 0.3 x 0.2 cm. Representative sections are submitted. On (B)(6) 2016,radiology imaging done which showed the right ovary measures 4.30 x 3.6 x 3.1 cm. Complex mass within right ovary, 2.9 x 2.4 x 2.8 cm, left ovary not visualized, uterus surgically absent and small amount of free fluid in the cul-desac. Concerning the injuries reported in this case, the following one/ones were reported via medical records:abnormal uterine bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvic area pain (constant, severe)"), menorrhagia ("excessive and frequent menstruation with regular cycles / essure worsened") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 (date of birth: (B)(6) 2013), endometriosis, pelvic tumor in 2009, lymphoma, back surgery (in (B)(6) 2010 neuro back surgery) in (B)(6) 2012, endometrial hyperplasia on (B)(6) 2014, migraine on (B)(6) 2014 and fatty liver in 2009. Concurrent conditions included overweight, anemia, anxiety since 2004, degenerative joint disease since 2004, heart murmur, neck pain since 2013, neck pain since 2013, menstrual disorder since (B)(6) 2014, headache since (B)(6) 2014, drug hypersensitivity, vulvovaginal candida since (B)(6) 2014, abdominal distension since (B)(6) 2015, retention of urine (in (B)(6) 2016,incomplete emptying of bladder) since (B)(6) 2015, nocturia since (B)(6) 2015, mood swings since (B)(6) 2015, anger since (B)(6) 2015, premenstrual dysphoric disorder since (B)(6) 2016, walking difficulty since (B)(6) 2014 and penicillin allergy. Family history included congestive heart failure, malignant neoplasm of ovary, malignant neoplasm of stomach (mother) and lung neoplasm malignant (maternal grandfather). Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for birth control as well as alprazolam, alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril) from 2013 to 2016, doxycycline from (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2014, medroxyprogesterone, misoprostol, morniflumate (flomax) since (B)(6) 2015 to 2016, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2016 and tramadol since 2009. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysuria ("bladder or urinary problems or changes (dysuria)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fluid retention ("complications during essure removal (fluid seen on ultrasound)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), complication of device removal ("complications during essure removal (fluid seen on ultrasound)"), abdominal pain lower ("lower abdomen (constant severe)"), polymenorrhoea ("excessive and frequent menstruation with regular cycles"), back pain ("low back pain / lower back pain (constant severe)"), abdominal pain ("severe abdominal pain"), mood swings ("violent mood swing/ mood swing") and migraine ("migraines"). The patient was treated with ibuprofen, metronidazole (flagyl), terconazole (terazol) and surgery (ablation and supracervical hysterectomy, bilateral salpingectomy,uterosacral ligament colposuspension, enterolysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, complication of device removal, abdominal pain lower, vaginal discharge, polymenorrhoea, dysmenorrhoea, back pain, fluid retention, dysuria, abdominal pain, mood swings and migraine outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, dyspareunia, dysuria, fluid retention, menorrhagia, migraine, mood swings, pelvic pain, polymenorrhoea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgery was much more severe than what would have been required of a tubal ligation. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: results: showed coils in correct place. On (B)(6) 2014, she had ultrasound done which showed 9.5 x 6.3 x 4.2 cm uterus, 4mm ee; essure coils seen and in place. Endometrium with small amount of fluid along with some amount of fluid along with some low level echoes, possibly very small amounts of endometrial tissue remaining post ablation, results for post ablation, simple 1.8 cm right ovarian cyst. She had presented with urodynamic and follow up of recent CT abdomen/pelvis results. In (B)(6) 2015,noted a right ovarian cyst, ultrasound revealed from (B)(6) 2015 noted thin endometrium, with essure coils noted in the proximal fallopian tubes, normal ovaries bilaterally and approximately free fluid in the right adnexa. On (B)(6) 2016, her surgical pathology report was received in formalin labeled "right fallopian tube" is a segment of fimbriated fallopian tube measuring 6 x 0.6 cm. The tube shows paratubal cysts measuring up to 0.1 cm in greatest dimension. The cysts are thin and smooth-walled and contain white cloudy fluid. The tube shows an otherwise tan-pink smooth serosa and a patent lumen. Representative sections to include the entire fimbriae are submitted. Received in formalin labeled "left fallopian tube" is a segment of fimbriated fallopian tube measuring 7 x 0.5 cm. The tube is remarkable for a pedunculated paratubal cyst measuring 0.9 cm in greatest dimension. The cyst shows a thin, smooth wall and contains clear serous fluid. The tube shows an otherwise tan-pink smooth serosa and a focally probe patent lumen. Representative sections to include the entire fimbriae are submitted. Received in formalin labeled "uterus" is a 33 g aggregate of tan-pink morcellated uterine tissue measuring 10 x 10 x 3 cm. The serosa appears tanpink and smooth. No cervical stroma is identified. A scant amount of possible endometrial yellow-tan lining is identified measuring less than 0.1 cm in greatest dimension. The myometrium is tan-pink and soft. No myomatous nodules are identified. Bilateral cornua are identified with metallic coils consistent with essure coils located within each. The coils aggregate 3 x 0.3 x 0.2 cm. Representative sections are submitted. On (B)(6) 2016,radiology imaging down which showed the right ovary measures 4.30 x 3.6 x 3.1 cm. Complex mass within right ovary, 2.9 x 2.4 x 2.8 cm, left ovary not visualized, uterus surgically absent and small amount of free fluid in the cul-desac. Concerning the injuries reported in this case, the following one/ones were reported via medical records:abnormal uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: plaintiff fact sheet was received. Events added from pfs- severe abdominal pain, violent mood swing/ mood swing, migraines. Treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvic area pain (constant, severe)"), menorrhagia ("excessive and frequent menstruation with regular cycles / essure worsened") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (date of birth: (B)(6) 2013), endometriosis, pelvic tumor in 2009, neck pain, lymphoma, neck pain, back surgery (in (B)(6) 2010 neuro back surgery) in (B)(6) 2012, endometrial hyperplasia on (B)(6) 2014 and migraine on (B)(6) 2014. Concurrent conditions included overweight, anemia, anxiety, degenerative joint disease, heart murmur, menstrual disorder since (B)(6) 2014, headache since (B)(6) 2014, drug hypersensitivity, vulvovaginal candida since (B)(6) 2014, abdominal distension since (B)(6) 2015, retention of urine (in (B)(6) 2016,incomplete emptying of bladder) since (B)(6) 2015, nocturia since (B)(6) 2015, mood swings since (B)(6) 2015, anger since (B)(6) 2015, premenstrual dysphoric disorder since (B)(6) 2016, walking difficulty since (B)(6) 2014 and penicillin allergy. Family history included congestive heart failure on (B)(6) 2014, malignant neoplasm of ovary, malignant neoplasm of stomach (mother) and lung neoplasm malignant (maternal grandfather). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2014 for birth control as well as alprazolam, alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril) from 2013 to 2016, doxycycline from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone, misoprostol, morniflumate (flomax (morniflumate)) since (B)(6) 2015 to 2016, oxycocet (percocet) since (B)(6) 2014, tramadol since 2009 and vicodin since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysuria ("bladder or urinary problems or changes (dysuria)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fluid retention ("complications during essure removal (fluid seen on ultrasound)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), complication of device removal ("complications during essure removal (fluid seen on ultrasound)"), abdominal pain lower ("lower abdomen (constant severe)"), polymenorrhoea ("excessive and frequent menstruation with regular cycles") and back pain ("low back pain / lower back pain (constant severe)"). The patient was treated with metronidazole (flagyl), ibuprofen, surgery (supracervical hysterectomy,bilateral salpingectomy,uterosacral ligament colposuspension,enterolysis) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, complication of device removal, abdominal pain lower, vaginal discharge, polymenorrhoea, dysmenorrhoea, back pain, fluid retention and dysuria outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, dyspareunia, dysuria, fluid retention, menorrhagia, pelvic pain, polymenorrhoea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgery was much more severe than what would have been required of a tubal ligation. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: showed coils in correct place on (B)(6) 2014, she had ultrasound done which showed 9.5 x 6.3 x 4.2 cm uterus, 4mm ee; essure coils seen and in place. Endometrium with small amount of fluid along with some amount of fluid along with some low level echoes, possibly very small amounts of endometrial tissue remaining post ablation, results for post ablation, simple 1.8 cm right ovarian cyst. She had presented with urodynamic and follow up of recent CT abdomen/pelvis results. In (B)(6) 2015,noted a right ovarian cyst, ultrasound revealed from (B)(6) 2015 noted thin endometrium, with essure coils noted in the proximal fallopian tubes, normal ovaries bilaterally and approximately free fluid in the right adnexa. On (B)(6) 2016,her surgical pathology report was received in formalin labeled "right fallopian tube" is a segment of fimbriated fallopian tube measuring 6 x 0.6 cm. The tube shows paratubal cysts measuring up to 0.1 cm in greatest dimension. The cysts are thin and smooth-walled and contain white cloudy fluid. The tube shows an otherwise tan-pink smooth serosa and a patent lumen.representative sections to include the entire fimbriae are submitted.received in formalin labeled "left fallopian tube" is a segment of fimbriated fallopian tube measuring 7 x 0.5 cm. The tube is remarkable for a pedunculated paratubal cyst measuring 0.9 cm in greatest dimension. The cyst shows a thin, smooth wall and contains clear serous fluid. The tube shows an otherwise tan-pink smooth serosa and a focally probe patent lumen. Representative sections to include the entire fimbriae are submitted. Received in formalin labeled "uterus" is a 33 g aggregate of tan-pink morcellated uterine tissue measuring 10 x 10 x 3 cm. The serosa appears tanpink and smooth. No cervical stroma is identified. A scant amount of possible endometrial yellow-tan lining is identified measuring less than 0.1 cm in greatest dimension. The myometrium is tan-pink and soft. No myomatous nodules are identified. Bilateral cornua are identified with metallic coils consistent with essure coils located within each. The coils aggregate 3 x 0.3 x 0.2 cm. Representative sections are submitted. On (B)(6) 2016,radiology imaging donw which showed the right ovary measures 4.30 x 3.6 x 3.1 cm. Complex mass within right ovary, 2.9 x 2.4 x 2.8 cm, left ovary not visualized, uterus surgically absent and small amount of free fluid in the cul-desac. Concerning the injuries reported in this case, the following one/ones were reported via medical records:abnormal uterine bleeding most recent follow-up information incorporated above includes: on 31-jan-2018: medical record received. Reporters added, event abnormal uterine bleeding added and concurrent condition,medical history,lab data added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.